Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The complainant reported that the impella rp flex was positioned at 58 centimeters and was operating at p9, yet the patient continued to experience suction alarms and the left-sided impella could not advance beyond p4. A significant increase in the patient¿s white blood cell count from 43 to 60, likely due to ischemic bowel and sepsis. Device placement was confirmed with echocardiogram. Ultimately care was withdrawn and the patient expired.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information indicates that no other intervention performed. Patient expired due to ischemic bowel syndrome. Due to policy of hospital, unable to retrieve pump at that time.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Clinical details revealed that suction alarms were noted on 18 oct 2025, making it difficult to run the left-sided support pump above p4 despite the rp running at p9. The patient was also suspected to be suffering from ischemic bowel causing sepsis. Peri-procedural adverse event (ischemia, sepsis): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.